Event description:
Additional information received indicated the patient was prescribed corticosteroids to treat the allergic reaction. The patient was in stable condition.

Event description:
It was reported the patient experienced an allergic skin reaction around the device pocket. No intervention was performed at this time. The patient was stable and will continue to be monitored.